Event description:
It was reported by the rep the device was used during a hemicholectomy. It was reported the clip applier would not form clip properly. To finish the case, weck appliers were used. There was no consequence to the patient.